Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, pacing inhibition, and pacing not delivered when required. This ra lead also exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.this lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, pacing inhibition, and pacing not delivered when required. This ra lead also exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicated that this right atrial (ra) lead was tested with a pacing system analyzer (psa) and lead fracture was identified. Lead fracture was attributed to subclavian crush. No additional adverse patient effects were reported.